Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("misplaced essure/ right essure wire is present along the left side of the omentum") in a 46 year-old female patient who had essure inserted. The patient had a medical history of heavy menstrual bleeding, ovarian cyst, abdominal pain and pelvic pain female. The patient had a family history of hypertension. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (removal of migrated right essure on (B)(6) 2014; bilat salpingectomy, hysterectomy on (B)(6) 2021). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: first operation in on (B)(6) 2014 due to migrated right essure (essure removal and right tubal ligation); second operation on (B)(6) 2021 (removal of left essure, bilateral salpingectomy, hysterectomy; indication: abnormal uterine bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2014: findings: essure wire on the left appears in place. Essure wire is not present at the right uterine cornu. That wire is present in the left upper quadrant of the abdomen. There is a small amount of adjacent stranding. Urinary bladder is normal in appearance. Impression: 1. The right essure wire is present along the left side of the omentum with a small amount of adjacent inflammation. [Hysterosalpingogram] on (B)(6) 201: impression: 1) displacement or migration or perforation of the right essure device out of the right fallopian tube and present in the left mid-abdomen. 2) patent right tube. 3) occluded left tube with proper location of the essure device and left tubal occlusion [pathology test] on (B)(6) 2014: specimen: a: essure coil b: left ovarian cyst. Clinical diagnoses: patient g6p3033 with lmp (B)(6) 2014: using condoms for contraception, presents for evaluation of llq and luq pain. Patient is status post essure placement (B)(6) 2014 and reports pain started around (B)(6) -2014. Hsg at that time showed left tubal occlusion with coil in place, right tube patent without coil. Scout abdominal film during hsg showed coil in llq of abdomen. Follow-up CT scan again showed misplaced coil in luq. Gross description: the smallest fragment has an inserted coiled wire which measures 3.5 cm in length x 0.2 cm in diameter. Final diagnoses: a) abdomen, left upper quadrant, essure coil removal: - coil present, gross diagnosis only. - fibroadipose tissue, no significant pathologic alteration. B) left ovary, cyst excision: - fragments of cyst wall with hemorrhage, hemosiderin-laden macrophages and reactive fibrosis. - negative for malignancy; on (B)(6) 2021: specimens: uterus, cervix, bilateral fallopian tubes. Final diagnosis uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: uterus (84 gm): cervix: no significant histopathologic abnormality. Endometrium: changes consistent with history of ablation. Myometrium: adenomyosis and prior procedural changes. Bilateral fallopian tubes with prior procedural changes. Pre-operative diagnosis: abnormal uterine bleeding, heavy menstrual bleeding post-operative diagnosis. Operative findings: normal appearing small uterus, 2 filschie clips on right and essure on left. Patient g3p3 with heavy menstrual bleeding. History of essure bilaterally, right migrated and was removed laparoscopically years ago and filschie clip placed, essure remained in left. Tvh performed w bilateral salpingectomy. Gross description: the first unoriented fallopian tube is fimbriated and measures 2 cm in length x 0.7 cm in diameter. The second measures 2.6 cm in length x 0.8 cm in diameter with an attached metal clip located at the proximal end. The clip measures 1.4 x 0.3 x 0.3 cm. In addition, there are two separate metal objects free floating in the specimen container, the first is a clip that measures 1.4 x 0.3 x 0.3 cm and the second is a coiled metallic object measuring 0.8 cm in length x 0.1 cm diameter. Projecting out from the surface of the uterus in the region where the left fallopian tube would have attached is a 0.3 cm metal coil. The anterior uterus is serially sectioned to reveal that the aforementioned metallic coil extends approximately 1.5 cm into the myometrium [ultrasound pelvis] on (B)(6) 2015: findings: linear echogenic structure extending from the fundal portion of the uterus into the right adnexa consistent with patient history of essure placement. Impression: unremarkable pelvic ultrasound; on (B)(6) 2021: indication: r/o ovarian torsion, patient with history of bilateral ovarian cysts with left-sided abdominal pain. Findings: linear echogenic reflector within the region of the left cornu likely reflects tubal occlusion device. Impression: 1. Heterogeneous uterus may reflect leiomyomata or adenomyosis. Single 1.8 cm myometrial fibroid visible. 2. Prior endometrial ablation changes with lack of a defined endometrial stripe. 3. Normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Medical device removal is replaced with device dislocation. Surgical pathology report added. Reporter information updated. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 10 months after insertion of essure. The patient was treated with surgery (hysterectomy-uterus). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2863 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy-uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.